Event description:
It was reported that in 2006, patient was revised. All implants removed to find femur slightly lateral to center. Post on insert (plastic) was bent and when the femur was removed offset would rotate.